Manufacturer narrative:
(B)(4). Batch # t92u02. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test hand piece and tested on a gen11. The device was functional when the max or min hand activation buttons were pressed, but no continuous activation occurred at any time during functional testing. The instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that for the surgeon it seems that the button was permanent pressed and in spite of release the button the max-energy stayed active. Noticed that the white pad melted and lifted (not detached and nothing felt into the patient). A new device was opened. There were no consequences for the patient.